Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (malfunction alarm 15).

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 260 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. The customer declined follow-up to determine whether or not an alternate therapy method was obtained.